Event description:
We have been notified that a piece of jp tubing from a bulb drain appears to have separated from the drain tubing while inside the patient, and was retained for a month after drain removal. FDA safety report ID# (B)(4).